Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified left anterior descending coronary artery. The 2.50 x 38mm xience skypoint drug-eluting stent was implanted. Post dilation with a non-compliant balloon was performed when a stent fracture was observed. A new xience des was implanted to cover the stent fracture. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent break could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. In this case, it is possible the device may have interacted with the heavily calcified lesion during deployment or post dilation, resulting in the reported break (stent); however, based on the information provided and without the device to examine, this cannot be confirmed. A new xience stent was implanted to cover the reported stent fracture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.